Event description:
A nurse reported that during intraocular lens (iol) implant surgery, a blue fiber was found in the eye inside the folded iol. The surgery was prolonged by a few minutes. The lens remains implanted with no injury or impact to patient. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).